Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty due to patient anatomy, the lead displayed under-sensing, and when the lead was withdrawn "a lot of tissue on the tip" was noted. A different lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.